Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited beeping sound. The field representative turned off one half of the duo device in the hospital. This device remains in service. No adverse patient effects were reported. Additional information was received indicating the crt-d system was explanted. The two right ventricular (rv) leads had exhibited out-of-range pace impedance measurements due to rv lead fracture caused by subclavian crush, resulting in high pacing thresholds, noise, oversensing, and inappropriate shocks delivered by the crt-d. One rv lead also exhibited loss of capture. Tachy therapy was then programed off and the patient was equipped with a lifevest until crt-d extraction could occur. The crt-d was explanted and replaced with a non-boston scientific device. A reportedly four-to-five centimeter un-retrieved fragment of the rv lead apex lead was observed during the explant procedure. There was noted patient discomfort and blood loss, and additional surgical intervention was required. The surgery was completed and a new implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device codes. Updated to remove code for inappropriate shock as this lead does not support tachy therapy.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited beeping sound. The field representative turned off one half of the duo device in the hospital. This device remains in service. No adverse patient effects were reported. Additional information was received indicating the crt-d system was explanted. The two right ventricular (rv) leads had exhibited out-of-range pace impedance measurements due to rv lead fracture caused by subclavian crush, resulting in high pacing thresholds, noise, oversensing, and inappropriate shocks delivered by the crt-d. One rv lead also exhibited loss of capture. Tachy therapy was then programed off and the patient was equipped with a lifevest until crt-d extraction could occur. The crt-d was explanted and replaced with a non-boston scientific device. A reportedly four-to-five centimeter un-retrieved fragment of the rv lead apex lead was observed during the explant procedure. There was noted patient discomfort and blood loss, and additional surgical intervention was required. The surgery was completed and a new implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.